Event description:
It was reported that the device had tamper seal - broken. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of tamper seal ¿ broken was confirmed. . On 23-jun-26, lvp was received unboxed and with paperwork. Passed functional testing. Tamper seal lifting caused by lvp interface clearance with module. Workmanship at field service. Device to be returned for processing. Recommend replacing tamper seal. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.